Event description:
A customer reported the occurrence of a non-reproducible positive outler on the vitros total bhcg assay. The magnitude of the biased result could lead to inappropriate physician action. There was no report of pt harm as result of this event.